Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 50 and 232 mg/dl. The customer is also concerned with low blood glucose result obtained of 32 mg/dl. At the time of the call on (B)(6) 2017, the customer felt well and did not report any symptoms. On (B)(6) 2017 the customer had obtained a blood glucose result of 32 mg/dl fasting and was feeling dizzy. The customer stated that the result of 32 mg/dl concerned him and due to the result and feeling dizzy he had gone to the hospital. The hospital diagnosis was hypoglycemia. The customer's blood glucose test result when at the hospital was undisclosed. While at the hospital the customer had a monitor for his heart, was put on a low fat diet and his insulin was lowered by five units; the customer stated his insulin had been 55 units a day and that it was reduced to 50 units a day. The customer left the hospital on (B)(6) 2017. Additional blood tests were performed with the truemetrix meter (245 mg/dl and also see meter memory below). During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 165 mg/dl and 163 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 : 176mg/dl date: (B)(6) 2017 time: 1:24 pm non- fasting; result 2 : 143mg/dl date: (B)(6) 2017 time: 12:45 pm non- fasting; result 3 : 107mg/dl date: (B)(6) 2017 time: 8:07 pm fasting; result 4 : 50mg/dl date: (B)(6) 2017 time: 2:10 pm fasting; result 5 : 232mg/dl date: (B)(6) 2017 time: 2:00 pm fasting. Customer also states the result of 32 concerned him and states due to the reading and feeling dizzy the customer went to the hospital. 32mg/dl date: (B)(6) 2017 time: 4:55 pm fasting.